Manufacturer narrative:
Device was returned due to infection and erosion. A device history record (DHR) review was performed, and review of the sterilization records confirmed normal sterilization cycles for the products. The device met specifications prior to leaving abbott manufacturing facilities. The product was returned, and visual inspection was normal. The cause of infection could not be traced to the device.

Manufacturer narrative:
Further information requested but was not received.

Event description:
It was reported that the patient presented for a follow-up in the clinic with infection at the implanted device pocket site and pocket erosion. The leads were visible from the opened incision site of the implanted device pocket. The physician explanted the entire system ¿ implantable cardioverter-defibrillator (ICD), right ventricular lead, left ventricular lead and atrial lead due to infection. The patient was discharged.